Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no sound from the laser.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was able to replicate an issue related to the reported event. The laser core module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on january 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module. The manufacturer internal reference number is: (B)(4).